Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the failing to deliver the programmed amount, under infusing, which was not reproduced. The unit passed flow rate testing.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount, under infusing. At 6:00 on (B)(6) 2015 the pump was programmed to titrate 5mg/hr with a rate of 50ml/hr. The pump showed an infusion of 169ml but had delivered nothing. (Medication unknown). Pump was swapped out for another pump. IV set being used was switched to the other pump. It was also reported there was no patient injury.